Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose levels of 29 mmol/l and 26.7 mmol/l. The customer stated that the insulin pump was off for 3 hours and the battery cap of the insulin pump was lost. The customer treated high blood glucose levels with a correction .the customer declined the troubleshooting for high blood glucose. The device is not expected to be returned for analysis.